Event description:
The site reported that they had a case in which after successfully registering and completing visual verification, they began navigation to the lesion in the left apical segment. They were unable to make the turn into the segment with the locatable guide (lg) tip protruding from scope. The doctor retracted the lg and navigated/wedged the scope where he wanted it. Now as they brought the lg down the scope (but not protruding from), it did not seem to be accurate any longer and it seemed to be "popping" the pathway in different areas. They did not proceed further as they did not feel the system was functioning properly. The patient was under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
On (B)(6) 2011, the recordings from the case were returned for analysis; the procedure plan from the recording was loaded on a test system at the superdimension facility. A mock automatic registration and navigation were then performed. No anomalies were seen in the mock procedure, indicating that the anomalies seen during the original case did not originate from the plan. It appears there was an intermittent issue with the lg data pathway, which consists of the lg, lg cable, and lg data channel in the lss. The lg was not returned and, therefore, cannot be analyzed. It is recommended that, at a minimum, lg and pst tracking in the sensing volume be evaluated. A site visit was then performed and a component of the system, the lg cable was tested causing flickering of the test lg and improper tracking. The cable was replaced and the system was retested. All testing was then normal. A case was performed the next day and everything worked perfectly. The lg cable that was removed from the system was returned to superdimension for testing. The analysis of the lg cable confirmed that there was a failure of the cable, there is a broken conductor or wire in cable. This is the old style cable and has been re-designed. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.